Manufacturer narrative:
In this particular case, they were pace mapping a ventricular tachycardia, (vt) the pacing was not disabled in cardiolab before the radiofrequency (rf) was delivered. This resulted in ventricular fibrillation. The rf was stopped, the patient was defibrillated, and the case continued. This occurred in the early stages of the case. The remainder of the case proceeded as a normal vt ablation. We have not been informed as to the success of the case or any information on the patient's status.

Event description:
It was reported that jumper cables were used to bypass a safety feature despite recommendations from biosense webster professional educator not to bypass the safety feature which may have contributed to ventricular fibrillation. The safety feature in question is the hardware switch within carto that prevents pacing while delivering rf. It was by passed by linking jumper cables between the cardiolab system and the red ports on the front of the piu. This has been a standard procedure for the facility and each time the professional educator would remind them that this is not a recommended practice. We are not aware of how the facility learned the bypass technique.